Manufacturer narrative:
Continuation of d10: product ID: 9734477 (unknown serial/lot), product type: 2543-mnav - system, implant date: n/a, explant date: n/a. Computer 9734477, rollingstone embedded. H3: onsite functional and visual examination was performed, by a manufacturer representative. The system passed a system checkout and was determined, to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding a navigation system being used outside of a procedure. It was reported, that the main cart monitor was not functioning. The system was checked, after reseting all computer and monitor connections. The system was performing as intended. There was no patient involvement.